Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report : 1627487-2013-21362. It was reported, the patient experienced unwanted rib/abdominal stimulation. Reprogramming was unsuccessful. X-rays were ordered to evaluate for lead migration. Follow-up identified the leads have not moved. Reprogramming was attempted again. However, the patient continues to experience rib stimulation. Subsequently, the patient is scheduled to meet the physician regarding the issue.